Event description:
Unable to get the balloon to deflate enough to remove it through the 6 f bard sheath. The balloon was removed eventually by the dr rotating the balloon counterclockwise while the scrub nurse aspirated the balloon with a 50ml syringe.